Manufacturer narrative:
Date of event entered is an estimated date. The exact date of event was not provided.

Event description:
It was reported by the patient that he is having difficulty deflating his inflatable penile prosthesis (ipp) device. He stated "I am having difficulty deflating my prosthesis as it appears the deflation button has twisted and it's difficult to apply sufficient pressure to activate deflation. I also cannot get the inflation bulb to "click" when squeezing the first time." He also stated that his device was implanted two years ago. The sales rep then reported that he had reached out to the patient to determine what the problem was. He determined that the patient was hesitant to go see his implanting physician since he was so far from his home. The sales rep was able to connect him with a physician close to his home and the patient was seen by the physician the following monday. As a result of the visit, the patient is going to be scheduled for a revision to get his device working again. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.